Manufacturer narrative:
H3) the shunt was returned to the manufacture for evaluation. The returned device was patent. The device did not meet requirements for leakage, siphon control, reflux and pressure flow and preimplantation testing. A tear was observed on the side of the valve. It is probable that the valve did not meet requirements of product characteristic testing due to the presence of this tear. The IFU cautions the user, ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there were no environmental/external/patient factors that may have led or contributed to the issue.

Event description:
Medtronic received information regarding a it was reported that the previously installed shunt delta 25131-5 did not keep the necessary pressure level. Instead of 90-110, it was 40-20. On 2021-sep-16, the implantation of shunt was performed. On (B)(6) 2021, the patient felt worse. MRI scans showed 2 compressed ventriculus. Another revision surgery was appointed. The doctor replaced the shunt, which was installed (B)(6) 2021, to a new shunt. Then he checked the pressure of shunt and found out the level 40-20 mm instead of 90-110mm. The new shunt worked properly. There was no reported impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.